Event description:
It was reported that the patient experienced pain described as a burning sensation during a bolus while wearing the pod for an unspecified duration. The affected area was noted to be bruised and scarred. At the time of this report, no in-person medical care was required, and no medical diagnosis had been reported. No impact on the patient¿s glucose levels was reported. The pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.